Event description:
It was reported that the zimmer pulsavac plus unit did not have the power expected during use. Surgeon opened the cover of the batteries and they noticed that the batteries were corroded. The hospital also reported the batteries were hot when the battery case was opened by the surgeon. Surgery was delayed for 30 minutes. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.